Event description:
It was reported that the patient had twiddler's syndrome and twiddled the right atrial (ra) lead and right ventricular (rv) lead until they dislodged out of the heart. As a result, there was no capture. The leads were repositioned. One month later, the patient twiddled the leads again. The ra lead was explanted and replaced and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had twiddler's syndrome and twiddled the right atrial (ra) lead and right ventricular (rv) lead until they dislodged out of the heart. As a result, there was no capture. The leads were repositioned. One month later, the patient twiddled the leads again. The ra lead was explanted and replaced and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4074-52, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Primary analysis was performed and no anomalies were found. However, it was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached, and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.